Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 60 mg/dl. Reportedly, the customer's friend gave the customer a soda to address bg level as the customer was shaky did not want to risk falling. The customer stated that a meal was missed at the scheduled time and that this caused the low bg.